Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported medical event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, haemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had attended the emergency department at dumfries and galloway royal infirmary with hyperglycaemia, ketonaemia and cellulitis on (B)(6) 2025. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) with ketones of 1 mmol/l while wearing the pod between 49 and 71 hours on the arm. Symptoms reported include confusion, polydipsia, polyuria, fatigue, breathlessness. Additionally, due to the pod site infection, the patient experienced pain, swelling and purulent discharge around the infusion site. The patient was treated with intravenous antibiotics followed by a prescription of oral antibiotics; they also had blood tests performed. The patient was released later the same day. The pod was removed prior to attending the hospital and discarded. A new pod was successfully applied.